Event description:
The customer had high bgs for couple weeks, but when customer treats it with a normal bolus their bgs go low. The customer was hospitalized for high bgs twice. The cause of high bgs could not be determined. The customer mentioned that it seems the pump does not deliver the basal rate, but then over delivers the bolus. Explained that if the problem persists customer would need to continue working with their doctor, as it would seem like it was not a pump problem. A replacement pump was sent.